Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses that bilaterally deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile 500cc saline breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 11-feb-2021, mentor received additional information about the event. The suspect medical device was not manufactured by mentor. It was reported that the suspect medical device was manufactured by allergan. As a result, no further investigation is required for this event and no additional supplemental reports need to be submitted by mentor. Manufacturer¿s reference number: (B)(4).